Event description:
Withdrawal was reported prior to pump refill. The patient missed the refill date on (B)(6) as the patient had relocated and was unable to locate an hcp willing to fill the pump. It was reported that the patient was seen over the weekend in the emergency room where she was given IV morphine, po clonidine and 3 days of oral medications. It was later reported the patient experienced nausea, vomiting, and was 'dry heaving' and hadn't eaten in over a week. It was also reported that when in the emergency room the patient had tachycardia, was dehydrated and had a seizure. It was reported that the patient was discharged home with medication. It was later reported an alarm was heard; the patient believed that it was due to the missed refill. Patient reported considering suicide but was a (B)(6) and would not harm herself. It was indicated that on monday the patient was calling hcp's in another state to see if they would consider the patient. The hcp later reported that telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The hcp planned to fill the pump with pfns and adjust to minimal rate mode. It also indicated that the patient was in the emergency room complaining of meningitis. The pump was used to deliver morphine, clonidine, bupivicaine, and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional review indicated that the physician one day just decided to ¿cut the patient off of four pain patches overnight like cold turkey.¿ on (B)(6) 2012 the patient stated whatever liquids shed could try to consume, she threw them up immediately. She was very weak and her legs were cramping. The patient also had blood tested and she had a tumor on her neck since 2004. On (B)(6) 2012, it was reported that the low reservoir alarm was on (B)(6) 2012 and the empty was on (B)(6) 2012.

Event description:
Additional information received stated that on (B)(6) 2012 the pump was "turned off" by someone from the pain clinic associated with the hospital. It was noted that this pain clinic that addressed her pump would not see the patient to manage the pump. It was mentioned that the patient's previous physician might have been concerned about the medication and/or amount of medication that was prescribed to the patient. The new information confirmed that the patient did have meningitis following the pump's implant, and the patient was currently experiencing pain due to not getting her pump medication.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the ER asked the pain clinic to take a reading. The patient thought they filled it with saline, but wasn't 100% certain. The patient had had 4 medications in the pump that greatly helped, but now the patient was suffering as every pain clinic and pain doctor rejected them as a patient. It was noted that the patient had 10 back surgeries and spinal cord cancer. The patient had found a family doctor, but needed a pain doctor. The patient's new pcp didn't work with pain pumps. The patient was still looking for a physician to manage the pump.

Manufacturer narrative:
Catheter model # 8703w, lot # l48812, implanted: (B)(6) 1998, explanted: unknown.